Event description:
It was reported that the helix deploys/extends during insertion through the introducer event if they retract the helix before implant. Also during this implant, the atrial lead does the same thing. Lead still remains implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.